Event description:
As reported, during a visual inspection by the distributor, a roadrunner the firm lt hydrophilic wire guide had a "fluff" like particle in the internal packaging and a second roadrunner the firm lt hydrophilic wire guide had a "purple stain". There was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) # - k182985 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9, h3 h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and initial evaluation of the two complaint devices, a purple stain was noted inside the package of both devices; however, the "fluff" was not noted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: b1, h1 = upon completion of the investigation, it was determined that the purple ¿stain¿ was likely the result of minor surface damage to either the purple clips located on the wire guide holder, or the purple j-inserter included in the package. This is not considered foreign matter. Additionally, the ¿fluff¿ originally reported by the customer appears to have been exterior to the package seal and was not located upon investigation of the device. Foreign matter was not found within the device packaging. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that surface damage to the purple clips or j-inserter would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.